Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions 3d mammography system, the system intermittently generated errors associated with uncommanded vertical motion and shut down during patient exams. It was reported that the system appeared to detect upward drift of the vertical travel assembly (vta) and then shut itself off. No additional event details were provided. No patient or user injuries were reported. A hologic field service engineer (fse) investigated the device and determined that a vertical drag brake was not installed on the system. The fse verified the vta control voltage and inspected the vertical travel potentiometer and timing belt for damage; no damage was identified. The fse installed a vertical drag brake and verified system performance. Following the repair, the system was confirmed to be operating according to manufacturer specifications. No further information is currently available.